Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was unable to upload to carelink. The insulin pump was going to be replaced due to non-insulin delivering reasons. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.